Manufacturer narrative:
Concomitant medical products: dtma2d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had gastric pains and was in tachycardia. It was found that the right ventricular (rv) lead had high thresholds that appeared to be chronic. The lead remains in use. No further patient complications have been reported as a result of this event.